Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and observed that the air vent was missing from the set. The reported condition was verified. The cause of the condition could not be determined. Additionally, the sub-assembly of the spike to chamber with the protector and filter is not manufactured by baxter malta, but it is purchased from a third part supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was missing the protective cap on the air filter. This was observed during preparation in the mixing center prior to patient use. There was no patient involvement. No additional information is available.